Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the when the customer was filling the cartridge, it would fill to 180 units and then stop filling. Reportedly, the customer inserted the needle into the septum at a different angle and the cartridge was able to be filled. The customer stated that they had experienced an unusual low blood glucose level in the 60's (mg/dl) and that it could have been contributed to the cartridge. It was reported that the customer ate food and that the customer was ok at the time of the report.